Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As quality control was acceptable, there was no indication for a performance issue of the reagent or instrument. The customer was using 13-mm-tubes without the required rack adapters.

Manufacturer narrative:
The field service engineer found there was a blockage in the bead mixer washing station which was cleared. Performance testing was completed and was acceptable. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for two samples from one patient from the cobas 6000 e601 module. For the first sample, the initial result was 0.345 miu/ml with a data flag. The repeat results were 92.74 miu/ml and 85.46 miu/ml and were reported to the clinic. A new sample from the same patient was received and the result was 0.182 miu/ml. The repeat result was 0.209 miu/ml. This result was reported to the clinic. The customer decided to retest the original sample from the patient and the results were 84.64 miu/ml and 84.36 miu/ml. The customer transferred the original sample to a sample cup for repeat testing and the results were 92.74 miu/ml and 85.46 miu/ml. The customer sent the two samples to another lab for testing on a cobas e601 analyzer. The result for the first sample was 79.68 miu/ml the result for the second sample was 0.419 miu/ml. The reagent lot number was 45406001 with an expiration date of 31-may-2021.